Manufacturer narrative:
The system will not be returned to the factory. Welch allyn factory service tech evaluated the tech. Info captured in the discussion notes and concluded that this type of failure mode would be the result of a defective hard disk drive. The customer's biomed independently evaluated the cpu on site and determined a failed hard disk drive was the cause. Hard disk drives are off-the-shelf sub-components made by another manufacturer and sold by welch allyn. Welch allyn does not possess troubleshooting capability beyond identifying these sub-components as the source of failure. Method: biomed verified faulty hard disk drive.

Event description:
The customer reported their acuity system had gone down and would not reboot. The system indicated something about "full" then became stuck at a screen displaying "lines" and no useful info. Welch allyn technical support remotely assisted the customer, but was unable to restart the system, which was at end of life (eol). This resulted in an inability to centrally monitor patients, however, bedside monitoring was not affected. There was no report of any pt harm as a result of the reported events.